Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used as per the instructions for use (IFU). This was an endovascular therapy (evt) case. The patient had no infectious disease. The device was attempted to be deployed outside the patient¿s body, and the visual indicator changed color without any problems. The procedure used a retrograde approach. The patient had no issues after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. Other procedural details were requested but were not provided. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used as per the instructions for use (IFU). This was an endovascular therapy (evt) case. The patient had no infectious disease. The device was attempted to be deployed outside the patient¿s body, and the visual indicator changed color without any problems. The procedure used a retrograde approach. The patient had no issues after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5¿mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.